Manufacturer narrative:
The device history record review could not be performed because the lot number of the device is not known. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Patient vessel dissection is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in a post market surveillance report that vessel dissection occurred when the subject device was delivered to the left internal carotid artery. A stent was placed to secure the vessel patency. No other information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported in a post market surveillance report that vessel dissection occurred when the subject device was delivered to the left internal carotid artery. A stent was placed to secure the vessel patency. No other information is available.